Event description:
Additional information received reported the cause of the event was not determined, but it was probably device related. The patient was trained and able to demonstrate effective recharging, but they were not able to recharge normally. The patient was not receiving effective therapy. The patient's mother was unable to get more than two coupling bars when charging and the implantable neurostimulator (ins) would not charge more than 50 percent. A replacement charging unit was sent, but the patient was still unable to get more than two coupling bars or recharge the ins more than 50 percent. Chest x-rays had been ordered, but they had not been studied. The patient's mother was instructed to turn the ins off. The patient had increased muscles spasms and they were prescribed medication. The patient was tolerating the ins being off and was at baseline with the additions of some routine medications. Additional x-rays were to be done for neurosurgery to evaluate. The patient had an appointment on (B)(6) 2014 to undergo an infusion trial. The patient outcome was recovered without permanent impairment.

Event description:
It was reported that there was a coupling problem that had come on suddenly, trouble getting coupling boxes to charge had started 4 nights prior to the date of this report. The first night this had happened the patient had a whole bunch of problems. The patient could not stay still so they had skipped the next night and then her muscle spasms were lower. On the date of this report the patient got 0 or 2 coupling bars and could not get more than that. The patient was down to ¼ battery. There was a communication problem, they had been repositioning the antenna, turning the dial and trying all different ways to get coupling but could not get more than 2 boxes. It was noted that the week prior to the date of this report the patient had a foot injury that had caused tendon damage and landed the patient in the emergency room but no x-rays or mris were done. The recharger would not interrogate, the anomaly appeared to have occurred through product use. The patient had a new recharger and was only getting 2 coupling bars, the same as with the first recharger. An antenna locate feature was done and they were able to get 62 but when the patient had gone to charge no bars appeared. Following repositioning he was getting 2 bars. The implantable neurostimulator (ins) was a bit tilted but there had been no accidents or falls. Upon return of the first recharger, analysis found the complaint was unverified. No interventions or outcome were provided. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0ddgt, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# va0czmx, implanted: (B)(6) 2014, product type: lead; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37651, serial# (B)(4), product type: recharger; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4). (B)(6).